Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue, incontinence, urinary tract infections, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal procedure on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2008. It was reported that patient underwent mesh removal/revision on (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient is deceased.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and vaginal scarring. (B)(4).